Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 170 mg/dl, 98 mg/dl and 210 mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.